Event description:
It was reported that this defibrillation lead exhibited noise and pacing impedance measurements greater than 3,000 ohms. It was also reported that anti-tachycardia pacing (atp) was occasionally being delivered. Programming tachy theraphy off was being considered until the lead could be addressed. No adverse paient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).